Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of lactated ringer's. The lactated ringer's was intended to infuse at a rate of 52ml/hour, however 500ml was found to have infused 500ml within 1.5 hours. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion was replicated during the laboratory testing. This issue was attributed to a broken membrane frame. The external inspection found the membrane frame/ upper platen hinge broken. Internal inspection observed air in line broken. In addition, it was observed that the pcu power cord. Thes findings are noted as incidental, and they are not related to the issue reported. The inside of the device was free of fluid ingress and corrosion. The event, error, and battery logs were retrieved from the returned devices to ascertain programming details and recorded activity associated with the reported event. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pump module (sn (B)(6)) event log, prior to the reported event date, identified an infusion programming on (B)(6) 2025; at 12:15 pm. An infusion was programmed with a rate of 52 ml/hr and a volume to be infused (vtbi) of 500 ml, infusion started. Thirty- seven (37) seconds later pump alarmed channel malfunction (sensor broken high failure) and infusion was stopped. At 12:19 pm the unit was channeled off and the pc unit was powered off. Thirty (30) seconds later the unit was powered on again. At 12:20 pm an infusion was programmed with a rate of 52 ml/hr and a vtbi of 500 ml, infusion started. Between 1:42 pm and 1:43 pm the pump alarmed air in line twice. At 1:45 pm the pump module was channeled off. Rate accuracy testing was performed on suspect pump module. The device was found to be delivering fluid out of specification. It was observed unregulated flow on, and results measured the actual rate at 0.05 ml/hr (-53.06 % error). During external inspection the membrane was found broken, therebefore the membrane assembly on the suspect pump module was temporarily replaced, with a known good test dchu lab membrane for testing purposes only. A calibration test was performed on the suspect pump module using the alaris system maintenance (asm v 12.1) software. The device new vpmr value was found to be within specification. As a result of the test, the suspect pump module passed obtaining an error of -1.0833 %. Rate accuracy testing was performed after calibration was performed. The device was found to be delivering fluid within specification. The bd alaris¿ system with guardrails user manual v 9.33 states: to ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Refer to the system maintenance software for detailed instructions. Failure to perform these inspections can result in improper instrument operation. Inspect and clean the product per the procedures on the bd alaris¿ system with guardrails user manual using the list of leaning products referred on the website: www.carefusion.com/alarissystemcleaning. In addition, the manual states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Note to repair: device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Please re-torque all screws and replace the membrane assembly. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Root cause: the root cause of the reported over infusion it¿s attributed to the membrane frame upper hinge broken. Note that this report lists imdrf annex a0401, a040502, a0404, a0709, a040502, g02017, g0301201, g0301204, c07, c0601, c16, d15, d0301, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of lactated ringer's. The lactated ringer's was intended to infuse at a rate of 52ml/hour, however 500ml was found to have infused 500ml within 1.5 hours. There was patient involvement but no harm.